Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they were having difficulties charging their implant. Patient said that it would take them about an hour and a half to charge the implant up if everything was working right. Patient stated that they would get a reading on the controller that would say 70-100% (agent understood as controller battery percentage) when they were charging the implant, but then the controller would display a message that said "finished" at 30% (agent understood as implant battery) and it would stop charging the implant. Patient reported that they would get the message "finished" frequently for quite a long time when charging the implant even though it wasn't finished charging. Patient met with medtronic representative, at the hospital today and determined that the recharger needed to be replaced. Patient mentioned that they set an alarm for 2 o'clock when recharging the implant because if they didn't, the implant would run out of juice and they would get warning messages and wanted to avoid those messages. Patient noted that they use the device all thetime and that it gives them the relief they need. Patient also said that they sleep with the device on and that the controller is always plugged in (agent understood that they sleep with stimulation on and the controller was plugged into the ac power supply). During the call, patient confirmed no visible damage to the recharger cord and controller charging port. Patient reset the controller. Patient started an implant charge session and noted their controller was 100% and the implant was 70% with recharging excellent. Patient confirmed they had not pressed the "stop" button on the batteries (49) screen when charging the implant. Patient confirmed they would lock and unlock the controller to check the status of the charging session and that the recharger would stay plugged into thecontroller. The issue was not resolved. Agent reviewed information. An email was sent to the repair department to replace the recharger. See case history where patient mentioned previous issues with the implant and equipment. No symptoms were reported. (B)(6) 2024: patient called back from number registered repeating a recharger was being sent to them, but patient just remembered they won't be home tomorrow to get the package since they are going to the hospital again tomorrow. Patient asked if someone had to be home. Agent reviewed no signature required.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
****MDR decision corrected to not reportable. No additional information received indicates reportable event***.